Event description:
The health care professional (hcp) reports five incidents of fiber blood leaks during treatment. There was no medical intervention and no injuries reported. The dialyzers were pre-processed using the renatron machine with renalin as the sterilant. Per the health care professional: first dialyzer had thirteen uses. Second dialyzer had six uses. Third dialyzer had seven uses. Fourth dialyzer had no previous use. Fifith dialyzer had two uses. Per phone discussion with health care professional in 3/05 the fresinious hd machine did alarm. Blood was seen in the dialysate side of the dialyzer. Hcp indicated there were no problems with arterial or venous pressure with the machine.